Event description:
Caller reported issue with incorrect time settings on the pump, which was confirmed by cts as a discrepancy greater than 5 minutes. Blood glucose levels were not adversely impacted, as they remained within normal range. Cts assisted caller in updating the pump time and advised to monitor for any recurrent discrepancies, which caller understood and acknowledged.